Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly the battery cap could not be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: there was no damage found to the battery compartment. A test battery cap was able to tighten to the pump appropriately. The returned battery cap had damaged threads and was unable to tighten to a test pump.